Manufacturer narrative:
Device evaluation & resolution and disposition: device evaluation: review of the diagnostic event log also did not confirm the customer report of alarm led failed. However, the log review identified the presence of multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. Vent inop errors 1007 and 100a and check vent errors 1106, 1107, 110e, 110f, 1110, 1113 and 1127. Resolution and disposition: the international service technician is planning to replace the data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable and attached the mc retention bracket to address the finding. The repair is awaiting customer's estimate approval

Event description:
The international customer reported occurrence of check vent: alarm led failed. There was no patient involvement.